Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had pain in their knee and foot. When the patient "goes down in stimulation" it seems to help knee pain and a little in the foot. The patient stated that "by 3 pm their pain feels swollen and painful and it is like they do not have the simulator at all." This was reported to start on (B)(6) 2015. Additional information has been requested regarding cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.